Event description:
This 45 yr old female underwent a bilateral augmentation mammoplasty in 1977 with placement of bilateral silicone gel breast implants. This procedure was not performed at this reporting facility, therefore, the name of the implant MFR is not known. The pt recently developed pain, burning and a lump in the right breast. She also reports a 2 month history of fatigue and aching. Gross exam: the right breast implant is grossly intact, weighing 220 gms and light compression of the implant shows no discrete areas of perforation or leakage of its contents. The left implant weights 215 gms and is coated with a thin layer of tenacious clear gel-like material. Light pressure shows several defects. Microscopic: grade IV baker capsules bilaterally.